Event description:
It was reported that when the aq2010v three piece silicone lens was removed from the vial it tore into pieces and was not used. No pt contact.

Manufacturer narrative:
Eval results - visual inspection of the returned product showed that the lens was torn into pieces and a part of it was torn off and missing. There was a clear surgical on the lens. A work order search was performed and there were no similar complaints found.